Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had exhibited a rise in pacing impedances greater than 2,000 ohms. No other lead issues were present at this time. No adverse patient effects were reported. The device remains implanted.